Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there were multiple devices that failed to infuse rapidly. No patient injury was reported.